Event description:
It was reported to vyaire medical that the bellavista1000 us was on a patient and the screen went unresponsive for 15 minutes after trying to adjust the setting.the patient was put on another vent and was not harmed.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. D4: complete UDI# was not provided by end user.